Event description:
It was reported that the rv lead was replaced due to a lead warning for low lead impedance. The lifetime minimum impedance was reported to be 250 ohms. No patient complications were reported as a result of this event. Further information reported by the patient indicates that the lead was replaced due to a crack in the insulation.

Manufacturer narrative:
Other: it was reported that the rv lead was replaced due to a lead warning for low lead impedance. The lifetime minimum impedance was reported to be 250 ohms. No patient complications were reported as a result of this event. Further information reported by the patient indicates that the lead was replaced due to a crack in the insulation. No conclusion can be drawn. Insulation, hole(s) in, impedance, low.